Manufacturer narrative:
(B)(4). The service engineer uploaded the software for a graphical user interface (gui) printed circuit board (pcb) that had been replaced by the customer. The unit then passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator had a blank lower display. The ventilator was not in patient use at the time of the event.